Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3638dhc-2 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the drill tip was broken off. No functional testing was performed as the device was received broken. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/3/2024, a sales representative reported via sems-06584113 that an ar-3638dhc-2 disposables kit for knotless hip fibertak suture anchor 1.9 fluted drill bit broke off inside the socket when drilling with the 1.9-flute drill and advancing into the bone. The surgeon was able to retrieve the drill bit. The case was completed with another ar-3638dhc-2 disposables kit for knotless hip fibertak suture anchor. This was discovered during a hip labral repair procedure on (B)(6) 2024 with no reported patient harm. Additional information was received on 6/6/2024: the case was delayed 10 minutes due to retrieving the rest of the drill bit. There were no adverse effects on the patient and it was stated that they were unsure if additional anesthesia was administered.

Event description:
On 6/3/2024, a sales representative reported via (B)(4) that an ar-3638dhc-2 disposables kit for knotless hip fibertak suture anchor 1.9 fluted drill bit broke off inside the socket when drilling with the 1.9-flute drill and advancing into the bone. The surgeon was able to retrieve the drill bit. The case was completed with another ar-3638dhc-2 disposables kit for knotless hip fibertak suture anchor. This was discovered during a hip labral repair procedure on (B)(6) 2024 with no reported patient harm. Additional information was received on 6/6/2024: the case was delayed 10 minutes due to retrieving the rest of the drill bit. There were no adverse effects on the patient and it was stated that they were unsure if additional anesthesia was administered.